Manufacturer narrative:
The investigation for low pump flow and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. The root cause of the low pump flow was most likely due to biomaterial based on a spike in the data logs. The root cause of the vascular damage - peripheral vessel cannot be determined as there was limited information on pump insertion. Instructions for use: section: warnings and cautions: cautions physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ f6/f8-should have been left blank in the initial report. G1 reporting contact fax number missing.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during percutaneous coronary intervention (pci). The impella cp had a sudden decrease in motor current and drop in flows. The patient also experienced a gastrointestinal bleed. Systemic anticoagulation was held. The team lowered heparin in purge for extended time. Bedside echo showed correct placement with possible thrombus near inlet. The pci was successfully performed. The impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.